Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that they are seeing condensation on the green control line. The excess condensation inside the tube is causing the mean airway pressure to drop which causes the piston to stop. The unit alarmed and the water was quickly drained and the piston restarted. There was no patient harm caused by this issue.